Event description:
Information was later received from the health care professional via the manufacturing representative indicating that the pump was explanted on (B)(6) 2016. It was noted that the pump was shut off and they were unsure of the reason. The patient status at the time of this report was alive - no injury

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received form a healthcare provider on 2016-04-25. The patient¿s pump was turned off at the patient¿s request the last time the doctor saw the patient on (B)(6) 2015. There was no mention of any pump issues in the notes. The pump was checked several times at the patient¿s request and no issues were ever found.

Manufacturer narrative:
Date received by MFR: the previously reported date was corrected to 2016-04-25 instead of 2016-04-26. Analysis of the pump found no anomaly. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. (B)(4).

Event description:
On 2015-10-21, information was received from a consumer regarding a patient who was receiving morphine and dilaudid (lot number, con centration, dose, and dates of therapy were unknown) via an implantable pump. Indications for pump therapy were not reported. Medical history included 5 herniated discs (1991). Concomitant medications included "cyclobenzine," senna tablets 3 tablets daily, 3 unspecified laxatives per day, and no oral pain medications. Since pump implantation, the patient experienced terrible constipation and sweating that they couldn't deal with. The pump worked well the whole time; there was no allegation against any implanted device. On an unspecified date in 2014, for approximately 6 months, the patients pump medication was weaned/decreased prior to turning the pump off. Subsequently, on (B)(6) 2014 the pump was either shut off or "they turned it off or down to a non-therapeutic dose"; the patient thought it was turned off. The sweating continued until an unspecified date in (B)(6) of 2014. As of (B)(6) 2015, the constipation was ongoing and the patient continued to take 3 senna tablets per day and 3 unspecified laxatives per day. The patient stated that they will be getting their pump removed the beginning of the year, and they will be calling "in a couple of weeks" to set up the surgery date to permanently remove the pump. The patient's situation was being addressed by their healthcare provider. [There was additional information reported that was not relevant to this event and therefore was omitted; see pe# (B)(4) - constipation/sweating with first pump].